Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not be determined. The patient remains ongoing on vad-15672 and no additional complaints have been reported at this time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient did not have any further issues and the patient was discharged to rehab.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had witnessed middle cerebral artery syndrome with left hemiplegia in setting of therapeutic inr. Computed tomography angiography performed revealed right middle cerebral artery syndrome. The patient underwent a successful thrombectomy. Aspirin was put on hold due to risk of bleeding. Inr reversed due to small hemorrhage noted on serial computed tomography. Heparin has subsequently been initiated.

Event description:
Additional information: it was noted that after the patient experienced a stroke post-implant, the patient failed to thrive over the past year. The patient was readmitted into the shared care hospital for confusion and tests were performed for sites of infection, because the patient's white blood cell counts were elevated. The patient was treated for an ear infection. The pump continued to operate as intended. The patient's mental status improved, but patient failed to thrive. Hospice was arranged and the patient expired. No autopsy was performed. No further information was provided.